Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment and partial hysterectomy, patient experienced self catheterization for months, urinary retention, pubic bone pain, splitting of pubic bone incision with blood-colored puss drainage, vaginal infections, continued incontinence, affected marital relations, blood loss at time of implantation, odor, discharge and hematuria. The patient also reported having a bilateral salpingoophorectomy in 2002. The device remains in the patient. Therefore, no failure analysis is available. Without evaluating this device, company was unable to determine if the device met specifications, and company was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure...infection".